Event description:
Available programming history has been reviewed, however no programming history for the date of the reported event has been provided. No anomalies were identified in the programming history and the last available magnet activation count was 197 magnet activations on (B)(6) 2011. No additional information will be provided by this site. The cause of the reported magnet activation inaccurate recording issue is still unknown.

Event description:
It was reported that the pt's magnet activations were not being recorded accurately by the programming software. The pt's parents stated that they perform 3 magnet activations on the pt every night. However, the last time that 3 magnet activations were recorded was (B)(6) 2011. After that there was only 1 magnet activation recorded on (B)(6) 2011. Attempts for additional information have been unsuccessful to date.